Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information about resetting the pump and assisted the caller in doing so. The customer continued using the pump and was advised to contact support if the malfunction recurred, which the customer acknowledged and understood.